Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient with a non-getinge catheter intra-aortic balloon (iab), the cs100 intra-aortic balloon pump (iabp) generated frequently an alarm of ¿check iab catheter¿. The arterial pressure waveform was not displayed properly and sometimes disappeared on the monitor. According to the physician, the tip of the iab catheter was possibly contacted with the patient¿s vessel wall due to tortuous vessel. Two or three days later the iabp generated an alarm of ¿no patient status available¿. The iabp's power was turned off and restarted; however, and an internal test error code # 52 appeared on the monitor and would not boot up. Therefore another iabp unit was used instead to continue iabp therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.